Manufacturer narrative:
The customer service engineer determined the computer power cable had been severed between the base plate and computer riser plate. The power cord was replaced. The cause of the spark was a damaged computer power cord. The analyzer is performing according to specifications. No further action required.

Event description:
A siemens healthcare diagnostics inc. (Siemens) customer service engineer (cse) was at a customer site to troubleshoot an intermittent barcode scanner malfunction on a dimension vista 500. Cse observed a spark while attempting to reboot the instrument. There are no known reports of patient intervention or adverse health consequences due to the observed spark.